Event description:
The customer reported that the pump unexpectedly displayed a reset screen. There was no adverse impact on the customer's blood glucose level. The customer reverted to an alternative method of insulin therapy.